Manufacturer narrative:
Product analysis the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had low impedance. Upon further investigation, it was noted that the impedance reading was incorrect due to a device data collection issue. The lead did not have low impedance. The device is still in use. No patient complications have been reported as a result of this event.